Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump may not be delivering insulin pump stopped operating on its own and she is not sure if it is delivering without looking at the display. No adverse event reported. Requested return of the alleged device for evaluation and replacement was provided.